Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female and (B)(6), had v-p surgery with 823100 on (B)(6) 2014. No anomaly occurred during procedure. Initial parameter was 16 cm h2o. On (B)(6) 2014 the parameter was adjusted as 14 cm h2o. After three days the patient had headache and cried. Then the surgeon adjusted the parameter to 16 cm and 18 cm separately. At last the parameter was adjusted to 20 cm but the symptom didn't change better. X-ray reported that the pressure of valve was always at 0.6 cm. It was suspected the valve was out of work. On (B)(6) 2015 the revision surgery was done. The surgeon changed the new valve and drainage of hematoma. Now the patient condition is stable.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: a small cut/tear and needle holes in the silicone housing was noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested, the valve leaked from the needle holes in the silicone housing. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 70mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: marks were noted on the valve casing (possibly made with a sharp or pointed object) as well as a scratch mark from the cam mechanism pillar on the inside of the casing. Biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot cpdb5y, conformed to the specifications when released to stock on the 16th april 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The root cause to the cut/tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. The root cause of the marks on the valve casing could be due to a sharp or pointed object coming into contact with the valve casing, this however could not be determined. The root cause of the scratch mark on the inside of the valve casing could be due to the valve receiving some form of impact, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.